Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys total psa (total psa) on a cobas e 411 immunoassay analyzer. The initial result was 7.71 ng/ml. This result was reported outside of the laboratory. The sample was repeated twice on a cobas 6000 e 601 module with results of less than 0.01 ng/ml. The repeat results were reported outside of the laboratory. Following the testing on the e601 module, the customer repeated the sample on the e411 analyzer and obtained "normal" results. The actual results were not provided. The total psa reagent lot number was 55609801 with an expiration date of 30-nov-2022.

Manufacturer narrative:
The customer stated calibration results were acceptable and qc results before and after the questionable result were acceptable. There were no issues with other patient samples tested for total psa. The measuring cells were replaced when maintenance was performed on (B)(6) 2022.

Manufacturer narrative:
Based on the data provided, a general reagent issue can be excluded. The reagent performs within specification. The investigation did not identify a product problem. The cause of the event could not be determined.